Event description:
During an unknown procedure utilizing the ultra fast-fix assembly ¿ curved, it was reported that the device misfired during the procedure. There were no reported patient injuries or complications. Several attempts to gain additional information have not been forthcoming.

Manufacturer narrative:
Device evaluation: one ultra fast-fix assembly - curved device was returned for evaluation of the reported complaint mode, ¿won't deploy". Visual inspection found the t2 implant in the pre-deplolyment position; the t1 implant was not returned, and appeared to have been cut free. A functional test was performed, and the t2 implant was able to be deployed into a rubber meniscus. The root cause of the reported complaint was not able to be determined, as the reported complaint was not able to be confirmed. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No further investigation is warranted at this time. (B)(4).